Manufacturer narrative:
(B)(6). Date of event - date article was published. Initial reporter: jones, m.a., yousef, a., dhakiwal, j., kulkarni, s.s. ¿failures of the dual articular knee prosthesis due to fracture of the polyethylene post¿ the knee 18 (2011) 428-431. The reported event was unable to be confirmed due to limited information received from the customer. Device history record and complaint history reviews were unable to be performed as product identification is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04182, 0001825034-2017-06879, 0001825034-2017-06880.

Event description:
It was reported in a journal article that a patient is experiencing pain, instability and noise 7 years post-implantation. Patient is awaiting treatment. No further information has been provided.